Event description:
Air in distal line without device alarm reported: the nurse states that when she went to change the IV fluid container (as scheduled), the pump was alarming "dose complete". She noted that there was air in the distal tubing and the pump had not alarmed air in line. The specific amount of air in the line was not recalled. The nurse reports that the tubing was disconnected from the pt's venous access prior to any air actually infusing into the IV catheter. There was no report of any adverse pt event. No other info is available.